Manufacturer narrative:
Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.  Indications for ICD implantation are generally divided into 2 broad categories - secondary prophylaxis against sudden cardiac death and primary prophylaxis. For secondary prophylaxis, ICD placement is indicated as initial therapy in survivors of cardiac arrest due to vf or hemodynamically unstable vt. Instruction for use (IFU):  surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include cardiac arrhythmias.  With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical status such as ICD use, comorbidities such as dilated myopathy-viral, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery.  Indications for ICD implantation are generally divided into 2 broad categories- a) secondary prophylaxis against sudden cardiac death and b) primary prophylaxis. For secondary prophylaxis, ICD placement is indicated as initial therapy in survivors of cardiac arrest due to vf or hemodynamically unstable vt. Instruction for use (IFU):  surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include cardiac arrhythmias.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported about a thoracotomy study patient that they were admitted to the hospital due to sustained ventricular arrhythmia required defibrillation or cardioversion and medical management.&#2068;he patient was discharged on (B)(6) 2016. No additional information provided.